Manufacturer narrative:
Date received by MFR: this date of 06/07/2017 is the correct for the previous supplemental. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient fell (B)(6) 2014 on the unit itself and they put in a new unit (ins); the lead was left in and they put a new lead on the other side so the patient had two sets of leads in currently. No further complications were reported/anticipated.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported they had a neurological problem where they fall every once in a while. In 2014 they had a fall and following this they started having problems and severe pain in the bicycle seat area, but when they shut the device off the pain stopped. As a result the implant was replaced. No further complications were anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system and the other applicable components are: product ID (B)(4) lot# va0dt9r serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the pain was a shocking pain. The device had to be shut off for a couple of weeks until they saw a manufacturer representative (rep). It was noted that there was a device/therapy issue and was noted to be a malfunction of the leads. The rep had to reconfigure which leads to use.